Event description:
It was reported that a malfunction 16 code was displayed due to a momentary power change to the speaker. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur, allowing continued use of the pump, with instructions to report if the malfunction code appeared again.